Manufacturer narrative:
This follow-up is being submitted to relay additional information. The complaint cannot be confirmed as no product or photos were received. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown regenerex femur and unknown regenerex tibial tray. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision surgery due to patella implant fracture. Attempts have been made and additional information on the reported event is unavailable at this time.